Manufacturer narrative:
The insulin pump passed the displacement test, active current test and self test. Pump failed the sleep current test due to moisture damage on the electronic assembly. Unexpected battery power loss confirmed. Charge/battery lasts less than expected confirmed. [Ba22 is obsolete/merged with ba32] (B)(4).

Event description:
Information received by medtronic indicated that the they received a low battery alert prior to the replace battery alert. Customer stated it was less than 8 hours from the low battery alert to the low battery alert. The customer stated the battery was not previously used. Customer stated the battery cap was not loose, cracked or damaged. Customer states this is the second occurrence of replace battery alert in less than 8 hours after low battery warning. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.